Event description:
It was reported that pump experienced malfunction that was logged as malfunction 12, with no blood glucose value information available at the time of the report. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, and distributor issued replacement pump while awaiting return and further investigation, with no additional information received regarding the final outcome of the event.